Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A nurse reported to baxter (B)(4) that the dome on the red line was damaged after opened the overpouch. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.